Event description:
It was reported that the patient was shocked and there was no carealert transmission sent. Further investigation indicated that the feature had not been turned on for this patient. The caller indicated that this was not known as something that needed to be done. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.